Event description:
It was reported to philips that system's flexvision monitor was unable to display, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was being performed when the issue occurred and was completed as planned by restarting the system. The field service engineer (fse) found flex vision monitor unable to display. After reviewing the log, it confirmed the malfunctioning flex vision pc. The host-pc could not connect to the flex vision-pc. To resolve the issue, the field service engineer reinstalled the flex vision pc¿s software, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the procedure was able to complete as planned by restarting the system with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.